Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor failed to power on. The user reported all connections were checked. The user reported that the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.